Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about 8 years since the subject device was manufactured. Based on the results of the investigation, the event likely occurred because of a connection failure with the serial digital interface (sdi) cable since the customer confirmed the phenomenon was improved by replacing the sdi cable. It is likely the failure was due to the long-term repeated use.

Manufacturer narrative:
At the time of trouble shooting, it was discovered that a wet scope was connected to the device. This does lead to the b30 error being received. The technical assistant specialist advised the user that the contacts of the output socket should not be physically wiped as this can bend the contact pins. The socket needs to dry out before the device is used again. If the issue persists, the device should be returned for repair. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any information becomes available.

Event description:
As reported for this event, when the procedure was about to begin, the device gave the scope communication b30 error when the scope was connected. The contact points of the scope were cleaned, but the b30 error persisted. The device and the video system were powered off and another scope connected, also the cable was reseated, all with same b30 error resulting. There is no harm or adverse impact to the patient.

Manufacturer narrative:
The issue of the device was not resolved with drying of the contacts. There was no malfunction of the device. The sdi cable was the problem. Once the cable was changed, the device functioned as it should.